Manufacturer narrative:
User error resulted in uterine perforation, which was confirmed hysteroscopically. The subject device is not available for evaluation, investigation could not be performed.

Event description:
User facility reported uterine perforation.